Event description:
The following has been reported: "on (B)(6) 2023, when preparing the [drug] infusion to the patient by pump, the pump failed to turn on and alarm occurred. Then the operator used another pump to continue the infusion. " reporting due to the referenced issue as a conservative measure. No adverse event reported. More information is needed to complete the investigation.